Event description:
On march 10th, 2020, the user contacted dario to report low blood glucose reading warning. The user reported that he had received his new dario meter, and when he was trying to test his blood glucose (bg) levels he received the following warning: "low! Measure with a new strip, if recurs contact your physician immediately". Since the meter was new, and the user has another dario meter and is also on cgm. The user followed all instructions, as mentioned in dario's user guide, under section unexpected results: "high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test immediately using a new test strip. If your reading is still unexpected or the reading is not consistent with how you feel, you should treat as prescribed by your healthcare professional and/or contact your healthcare professional immediately." The user followed the instructions and re-tested his bg level with his original dario meter. He reported that he had received an acceptable reading which measures within 1 point of his cgm, and therefore, he did not seek any further medical intervention. The user tried to troubleshoot with dario's representative with no success. The user was sent a replacement of dario's meter and an RMA package for the user to return the new meter for investigation. The RMA package with the new dario meter was returned for investigation on may 7th, 2020. The RMA investigation concluded that for both level 1 control solution tests and level 2 control solution tests the meter presents the above low warning message. The RMA was sent to lsi for further investigation and received by lsi's r&d department on july 22nd, 2020. Further investigation concluded that the problem is with the strip connector's contacts. Two of the three contacts of the strip connector were found to be bent down. This resulted with a bg level reading of 0 mg/dl, which in return presented the end user with the low warning message. Therefore, this malfunction complaint is confirmed. To further investigate the malfunction's root cause CAPA was initiated.